Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helping with resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to call back if the issue reappeared and confirmed understanding of the instructions.